Manufacturer narrative:
The distributor performed the evaluation and any necessary repairs.

Event description:
It was reported by the distributor that the scale had not been zeroed properly, which could result in an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.